Event description:
It was reported by the affiliate that during a ovarian resection the uterus broke during use. It was completed by convert to open. The pt's condition is stable. The pt's uterus was ruptured without breaking the balloon of the device, and the dr comments that pt's uterus was very fragile because of administration of the drug, suprecur (buserelin acetate), to the pt which suffers from endometeriosis.